Event description:
It was reported that the right atrial (ra) lead exhibited low pacing impedance. No intervention was performed. The patient's condition is unknown.

Event description:
New information received notes that programming changes were made to resolve the issue.